Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had drainage noted at their driveline exit site on (B)(6)2021. The drainage was cultured and found positive for pseudomonas. A blood culture came back negative. The patient was admitted on (B)(6) 2021 and treated with intravenous ceftazidime for 14 days, with flex ball used for delivery once the patient was discharged on (B)(6) 2021. After ceftazidime treatment, the patient was started on doxycycline treatment on (B)(6) 2021 which was ongoing as of (B)(6) 2021. Drainage was still present at this point and had not yet resolved. The site planned to continue this plan of care and monitor as an outpatient.